Event description:
It was reported that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self test. The customer's mother stated that the alarm recurred daily and had not occurred during the rewind process. The caller did not know the blood glucose reading, as the customer was away at school with the insulin pump. The customer's mother was advised to replace the insulin pump and to monitor the insulin pump until the replacement arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component at the radio frequency circuit board. The insulin pump was programmed with multiple boluses and basal rates and was monitored. The units added up in the daily totals screen. No history anomaly was noted. The insulin pump had a cracked case at the display window corner.